Event description:
It was reported that the customer had an issue where the screen on the insulin pump would go blank. Customer stated that her blood glucose level was below 200 mg/dl. Customer confirmed that the pump did not show signs of physic damage. Pump has not been exposed to moisture. Customer stated that she has an (B)(6) alkaline battery in the pump. Customer confirmed that the battery cap was not damaged or missing any contacts. Customer inserted a new battery and received a weak battery alarm. The alarm was explained to the customer and customer was advised to monitor the pump. Customer ran a self test and passed. Customer will be sent a replacement battery cap. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.